Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had uncoordinated action with the surgeon's orders. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument did not respond correctly to the surgeon's commands at the console.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was found to have a loose clamping pulley screw on axis #5. The loose clamping pulley screw resulted in loss of tension of the correlating pitch cable. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk, or input shaft. Additionally, the instrument was installed on an in-house system and driven. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Instrument also exhibited unintuitive motion in the pitch direction. The grip tips sometimes moved in the opposite direction. Additionally, the life indicator of instrument was activated and was showing "red", it should be for an expired instrument. The instrument underwent external and internal visual inspections; no physical damage related to the life indicator detected. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The in-house system recognized the instrument as not expired and showed 13 uses remaining. A review of the log showed that 13 lives remained. The probable root cause of the loose clamping pulley screw is attributed to a component failure. The probable root cause of the motion failure modes is attributed to the failure of instrument loose pitch cable.

Manufacturer narrative:
The probable root cause of loss of tension of a correlating pitch cable and the consequential functional failures is attributed to a loose clamping pulley screw which results from component failure.

Event description:
Refer to h11 for follow-up information.